Event description:
It was reported that this right ventricular (rv) lead was exhibiting an automatic safety switch due to high pace impedance out of range. The lead presented noisy signals and oversensing. Technical services (ts) was consulted and explained the battery longevity of the pacemaker decreased to power consumption. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).